Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the unit ran intermittently and the oscillating head was cracked. The device also failed pretests for general condition, check saw blade coupling and function test (stopped running during test). Therefore the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device power was low. During in-house engineering evaluation, it was determined that the unit ran intermittently and the oscillating head was cracked. The device also failed pretests for general condition, check saw blade coupling and function test (stopped running during test). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.